Event description:
It was reported that "inserting a 9x30x4 tl cage using a tl inserter in l4-5 disc space and cage collapsed."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.